Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly and fluctuating. Subsequently, the pump intermittently shut down. Customer's blood glucose levels ranged between 172 mg/dl and in the 300's (mg/dl). Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.